Manufacturer narrative:
(B)(6)

Event description:
It was reported that the patient had a surgical procedure to implant an artificial urinary sphincter(aus) after previously using an ams sling. No patient complications were reported in relation to this event.